Manufacturer narrative:
Continuation of d10: product ID: 97755, lot#/serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3:analysis of the 97755 recharger (rtm) (serial number (B)(6) ) revealed controller wont power on when rtm is plugged in as well as ail t5001 (get manufacture struct command and response), suspect overmold cable defective. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the pt had issues off and on charging their implant. Pt said they have been seeing "system problem" (77) messages appear while charging their implant. Pt also mentioned the controller going black while charging their implant and powering off. Pt said last night when they tried to charge their implant for over a half hour, the charge wouldn't start. Pt said the recharger cord, by the recharger antenna, looked damaged on the outside. No symptoms were reported. Additional information was received. It was reported that they "got the" replacement recharger antenna, but then, on saturday, the pt said the "charging of the implanted neurostimulator(ins)" quit after 10 minutes of charging. Pt said they got a "call medtronic" message. Pt reset the controller and kept the battery pack out of the controller all night(pt said they had done this in the past to fix issues). Pt attempted to charge again on sunday and the batteries screen appeared when charging the ins, but the pt did not get any recharge quality appearing below the bottom battery. Pt said they tried to charge again the next day, but got the same issue. An email was sent to the repair department to replace the controller. Patient called stated he received the new controller and going thru the set up process but the screen is stuck on connect the recharger and he has the recharger (rtm) connected to the controller. The patient was assisted with resetting the controller and start the process over and same message continued to show up. The screen is stuck on connect the recharger and the recharger is connected. The pt was asked to inspect the port on the controller and rtm for damage and patient said there is no damage. Agent consulted with the repair department and repair recommend trying to connect with the old controller to figure out the issue. The pt was asked to connect the rtm to the old controller and the old controller did not recognize the rtm was plug into the controller. Patient was able to connect with the old controller without the rtm to the implant, controller shows 100% charged, ins low. It was confirmed with patient several times the rtm is connected to the controller. No symptoms were reported.